Event description:
It was reported that during an unspecified procedure, deflation difficulties occurred. The mustang 8.0x100, 135cm balloon catheter was selected for use in a graft. Following inflation to unknown atms, the balloon did not deflate. The physician cut the balloon catheter for deflation and removed the catheter. No further patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event 18 years or older.(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during an unspecified procedure, deflation difficulties occurred. The mustang 8.0x100, 135cm balloon catheter was selected for use in a graft. Following inflation to unknown atms, the balloon did not deflate. The physician cut the balloon catheter for deflation and removed the catheter. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without the balloon. The entire length of returned device (shaft and hub) measured 133cm, with 21.8cm at the distal end stretched. The strain relief was removed from the hub and the entire shaft was visually inspected for kinks or damage. No damage to the shaft was noted. The device was attached to an inflation unit and an attempt was made to flush the lumen, however, it could not be flushed. The shaft was cut proximal to the stretching and again flushing was attempted but the device still could not be flushed. The shaft was cut distal to the hub and solidified contrast media was noted within the inflation lumen. The device was soaked in warm water and when an attempt was made to flush the device again, the water ran freely through the device with no restrictions noted. As the balloon was not returned, no deflation issues could be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).